Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 22 mg/dl half an hour prior to this report. At the time of the report, customer's blood glucose was 88 mg/dl. She received a no delivery alarm on the insulin pump while priming, which was resolved by disconnecting and reconnecting the infusion set and reservoir. Nothing further reported.